Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6), 2021 with blood glucose of 234 mg/dl. The customer's current blood glucose was 154 mg/dl. The customer did experienced the symptoms such as feeling sick. It was unknown if the customer was using auto mode or not at the time of incident. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.